Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support and instructed to call back if the malfunction code reappeared.